Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement vascular.

Event description:
It was reported during the spaceoar vue placement procedure there were no issues with the needle insertion. However, the space created dissipated very quickly. During the injection, it was noted the hydrogel did not stay in place. The computed tomography (CT) scan showed the hydrogel was surrounding the prostate and had gone to the pelvic vein. A scan was performed, the lungs appeared to have a tiny amount of spiculated material in segments to the left lingula and upper the lobe. The patient was reported as asymptomatic.